Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that during the procedure, the right atrial lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Correction: h1.